Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 2 months after implant placement. The bone quality was type iii. The oral hygiene around implant site was moderate. Local infection, periodontal disease, bone resorption, peri-implantitis, and pain were found during the removal surgery. The patient will need another surgical intervention.